Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed the following: a missing drain fitting and drain tube, a cracked tank cover, and a worn enclosure and front cover. Liquid crystal leakage was confirmed. The customer reported product problem was therefore verified. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) had a bad lcd screen. No patient injury or complications were reported in relation to this event.